Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the raw material device history record revealed this lot met all specifications with one nonconformance noted. Nonconformance ncr us1054813 was written for a document error. The raw material certification was supplied with ksi units used for the mechanical testing and the requirement is for metric units. There was no adverse affect on product. Investigation could not be completed and no conclusion could be drawn as no device was returned.

Event description:
It was reported there was a hardware revision of a trochanteric nail. The helical blade had migrated medially into the acetabulum. The patient was experiencing pain and discomfort. The migration was confirmed via x-ray at the end of july. The short nail was revised to a long nail and the helical blade was revised to a trochanteric fixation nail screw. The hardware was easily removed and no issues were noted during surgery. This is report 2 of 2 for complaint (B)(4).